Event description:
Just prior to the onset of cardiopulmonary bypass, the user reported the touch screen would not respond. The user was only able to access case property info by using an external mouse and keyboard. The system was rebooted and the touch screen worked again. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Device not being returned.